Manufacturer narrative:
(B)(4). Batch #: u93l0y. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2s35 device was received with the top of the I-blade slightly lifted. In addition, dry body tissue was received in a plastic bag. The jaws were not observed with apparent damaged. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The top of the I-blade slightly lifted did not affect the functionality of the device. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the tip of enseal was broken. The procedure was delayed but completed successfully. There were no patient consequences.